Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms. Reportedly, the customer's blood glucose level was impacted (240 mg/dl). The customer was able to clear the alarms and resume insulin successfully.